Event description:
Customer reported incident with this set to baxter sales rep. When releasing roller clamping tubing became separated from spike. Blood leaked out on nurse. No pt injury was reported at this time.